Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, noted rare r wave undersense resulting in backup ventricular pace on current electrogram (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.